Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, during intraocular lens (iol) implantation, the injector paddle went under lens when loading (central lens defect with patient contact noted), patient had increased corneal edema, increased discomfort and the surgery took longer time. Incision enlarged to remove implant and place another iol. Additional information requested,